Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of very little ventilation was confirmed. The asp observed that the internal filter was soiled/dirty. The asp replaced the internal filter. Following the replacement of the filter, proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had reduced ventilation output. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.